Event description:
During patient's shoulder arthroscopy, the tip of the serfas device that is attached to the wand separated and detached. X-ray was taken to identify location of device, it was retrieved by the surgeon and the procedure completed.